Event description:
I was having a heart scan at (B)(6) when my toes got compressed/crushed between the bed table and the front of gantry. The technician brought me back out and stated that I was tall and had me readjust my body so that my feet weren't hanging over the edge of the bed. She didn't ask if I was ok or injured. At the time I didn't notice any pain or injury. So, I completed the test and went home. A few hours later I started getting numbness/to numbness/tingle in my bilateral toes, swelling in my ankles and feet and pain. I was hoping it was only temporary and go away but it didn't. I went back to the queen's ER and reported the incident. They did xrays and it came back negative to fractures or stains. Soon after I was diagnosed with crps (complex regional pain syndrome), neuropathy, left ankle pain and emotional distress! I still get burning sensation in my feet to my calves, constant numbness and tingling in my toes and the anxiety that causes. I currently have a civil case against queen's medical center nuclear medicine department.